Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 5054-52 lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had failed. Follow up revealed the ra lead experienced low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.